Manufacturer narrative:
Result: the penumbra coil 400 (pc400 coil) stretch resistance wire (sr wire) was fractured and the proximal constraint sphere was missing. Conclusion: evaluation of the returned devices revealed the first pc400 coil was kinked. This type of damages typically occurs due to improper handling during use. If the device is forcefully manipulated against resistance, damage such as this may occur. Further evaluation revealed the sr wire of the second pc400 coil was fractured. This damage likely occurred due to forceful withdrawal of the pc400 coil against resistance. The outer diameters (od) of the embolization coils were measured and found to be within specification. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-00118.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400 coils). During the procedure, the physician successfully delivered three pc400 coils in the aneurysm using a px slim delivery microcatheter (px slim). While advancing a new pc400 coil through the px slim, the physician met resistance and the pc400 coil was removed. The physician then successfully advanced a new pc400 coil in the aneurysm, however, the physician had difficulty properly positioning the pc400 coil in the aneurysm and it unintentionally detached. A portion of the detached coil was hanging outside the aneurysm; therefore, the coil was successfully removed using a rescue device. A final angiography performed confirmed the case was completed successfully and no further action was required. There was no report of an adverse effect to the patient.